Manufacturer narrative:
This event occurred in (B)(6). (B)(4).device subassembly = sample arm and incubator.

Event description:
The customer reported that they received questionable results for approximately 365 individual tests from multiple patient samples tested for prolactin (prol), testosterone (testo), thyrotropin (tsh), ferritin (ferr), free thyroxine (ft4), luteinizing hormone (lh), follicle- stimulating hormone (fsh), and estradiol. Of the mentioned tests, approximately 202 patient samples had erroneous results that were reported outside of the laboratory. The customer initially reported an issue with precision on one of their e602 analyzers when running the prol and testo tests. The customer stated that they reported a patient result of 42 ng/ml outside of the laboratory. The sample was repeated since a clinical scientist was questioning the result. The repeat result was 2431 ng/ml. It was asked, but it is not known which test was being run on this sample. The customer also stated that they ran a second patient sample and this sample initially resulted as 650 ng/dl for testosterone and when repeated, it resulted as 1.86 ng/dl. It was not entirely clear if an erroneous result was reported outside of the laboratory for this sample. The customer later provided data for approximately 270 different patient samples which had results that were questioned. Of these samples, approximately 200 were found to have erroneous original results that were reported outside of the laboratory. Refer to the attached spreadsheet for the original and repeat results. The customer did state that all ferr results were reported outside of the laboratory and reported to clinicians. The customer stated that a significant proportion of the other tests were released and reported by the laboratory. For this provided data, the customer stated that the samples were initially tested on (B)(6) 2015 and repeats were performed between (B)(6) 2015. The original results were measured from aliquots of the samples processed by a pre-analytics system. The primary sample tubes were used to repeat the samples. The patients were not adversely affected. The lot numbers and expiration dates of all affected tests were asked for, but not provided. The customer ran a precision check and this was fine. The field service engineer performed a mechanism check and observed all mechanical functions. He determined that the gear head pump pressure was low. He also stated that the sample probe was out of adjustment, causing the tip to be off center. The sipper probe was found to have wear at the tip. He adjusted gear head pump pressure and performed adjustments on the sample arm. He checked the liquid level detection voltage. He fitted all parts included in the preventive maintenance kit, seals, and pinch tubing. He replaced the sample and reagent probes, then checked all adjustments again. He ran performance testing and noticed that a cup was raised in the incubator. When the test was complete, he checked the incubator position and found a small piece of tissue in the hole. The performance testing had a low reading. He ran performance testing again and it was within specifications. No raised cups were further observed. The customer later stated that the instrument was running fine for 2 days. The field service engineer returned to the site on 11/10/2015 and found that the sample arm assembly was out of position again after it had been re-aligned. He exchanged the sample arm assembly.